Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, for approximately the past year, this left ventricular (lv) lead exhibited intermittent loss of capture and caused diaphragmatic stimulation. A lead revision was performed and post-procedure measurements were satisfactory. No additional adverse patient effects were reported.